Event description:
It was reported that there was reservoir occlusion. Customer's blood glucose was 272 mg/dl. Troubleshooting was done for no delivery alarm. Advised the insulin pump is working as designed. Explained the alarm was caused by set/reservoir occlusion. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).